Manufacturer narrative:
Lead model: 3778-75, lot#: v757146010, implanted: 2012 (B)(6), explanted: na, lead model: 3778-75, lot#: v757146023, implanted: 2012 (B)(6), explanted: na, anchor model: 3550-39, lot#: n315383, implanted: 2012 (B)(6), explanted: na, programmer model: 37744, serial#: (B)(4), recharger model: 37754, serial#: (B)(4). (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location following implant of an occipital lead system on (B)(6) 2012. Stimulation was felt in the patient's shoulder and chest and not her head. X-rays confirmed that both leads had migrated back into the implantable neurostimulator (ins) pocket. Impedance measurements were normal. A revision surgery is planned after the patient heals. Additional information was requested but was not available at the time of this report.